Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) direct signal is not input. There was no patient harm reported.

Manufacturer narrative:
Due to character limit, event site name - (B)(6) hospital. Updated fields -b3, b4, d8, d9, e1, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) found no recurrence was observed. Fse replaced the ECG input part (0012-00-0976), which is thought to be the cause. Even after the replacement, there were no symptoms of ECG input being cut out. The equipment is in good condition.